Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure microfilaments appeared to be present in the left fallopian tubes, but not in the right fallopian tube") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hypertension and diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). At the time of the report, the device dislocation, abdominal pain, back pain, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: there were no complications during placement. The plaintiff underwent laparoscopic bilateral tubal ligation due to a failed essure. The essure microfilaments appeared to be present in the left fallopian tubes, but not in the right fallopian tube. A visualization of the bowel and peritoneum was done and no extrinsic essure microfilament was found. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: one planted, one not most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, device breakage, dysmenorrhoea, reporter, product stop date, patient demographic information, concomitant disease, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure microfilaments appeared to be present in the left fallopian tubes, but not in the right fallopian tube") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hypertension and diabetes mellitus. In 2013, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). At the time of the report, the device dislocation, abdominal pain, back pain, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: there were no complications during placement. The plaintiff underwent laparoscopic bilateral tubal ligation due to a failed essure. The essure microfilaments appeared to be present in the left fallopian tubes, but not in the right fallopian tube. A visualization of the bowel and peritoneum was done and no extrinsic essure microfilament was found. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: one planted, one not . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.